Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7121-65 lead, implanted: (B)(6) 2012, 407652 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device has unexpected longevity as the projected longevity is at three and a half years. No action was taken and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.